Event description:
It was reported that the ilet pump generated repeated ¿alert 38 ¿ motor stall¿ and insulin occlusion alerts after a supply change, and the user¿s glucose was elevated until a subsequent full supply change and pump restart, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.